Event description:
It was reported that the patient experienced syncopal episodes. The ventricular lead exhibited intermittent loss of capture. A fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.